Event description:
Reporter alleged the customer was exhibiting hypoglycemic symptoms and was non-responsive when she was trying to wake up the customer for a nurse to check his blood glucose levels. Reporter stated the nurse obtained a blood glucose result of 168 mg/dl when testing was performed on the customers advantage system between 8:30-9:00 am. It was stated the ambulance was called and a blood glucose value of 32 mg/dl was measured by the ambulance. Customer was reportedly treated, type of treatment was not known. Reporter indicated the customer was transported to the hospital where he remains and is being treated for a condition not related to the meter. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.